Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for pseudomonas aeruginosa and serratia marcescens (>100 cfu/125 ml). The customer reported that the subject device was reprocessed according to the instruction for use and the (B)(6) regulation. The subject device had been disinfected with none-olympus automated endoscope reprocessor (soluscope4) using peracetic acid. There was no report of infection associated with this report.